Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm. Customer stated that he was experiencing high blood glucose and level was not coming down with corrections. Customer removed the infusion set and the cannula was bent. Nothing further reported.